Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a salpingectomy, after operating on the left side of the patient, the dissector was removed from the patient¿s cavity and was laid on the patient¿s leg. The heat of the dissector burned the patient¿s leg. The size of burn was described as being the size of a cigarette end. The treatment of the burned area was not made available to covidien.